Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc freestyle libre 2 reader. A healthcare professional reported the customer¿s reader does not turn on with the button pressed or with the test strips inserted and would not charge. The customer became hypoglycemic and experienced a seizure. The customer had contact with a healthcare professional who diagnosed the customer with hypoglycemia and provided glucose as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.